Manufacturer narrative:
Evaluation summary: evaluation revealed that the reported wobbling of the target arm was not reproducible. A secondary issues miss-targeting and fretting marks on nail adapter and nail holding screw were found, caused by a long term use, contributed by the design.

Event description:
The nurse reported to our sales rep that while observing a surgery procedure, it was observed that the target device is wobbly at the flange. There was a delay of 20-30 min. A replacement was available and the surgery was successfully completed.